Event description:
Four pts received iron dextran 10 times the prescribed amount in tpn, prepared using logix software with the micromix compunder. The error occurred because a pharmacist, new to the facility, was unaware of the pharmacy protocol diluting the iron dextra 10 fold prior to compounding. The logix cm software required identification of the compound, but not the concentration. Logix cm, therefore, did not prompt the pharmacist that a concentration error occurred. Logix cm and compounder worked within specification according to the pharmacy. The pharmacy considers user error as the cause.